Manufacturer narrative:
(B)(4). This is not an implantable device. (B)(6). Device evaluation: the complaint cartridge was not returned to the manufacturer, but unused cartridges of the same lot number were returned as representative samples and they were evaluated. All cartridge trays received were tilted during the inspection to improve visibility. No debris/particles were observed inside the cartridges trays. The cartridges were observed in good condition and shape. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the cartridges were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, a plastic material came out with the intraocular lens (iol) through the cartridge. The surgeon kept scratching the entrance inside the tip of the cartridge and something similar to lint was flaked off. Additional information was received and it was learned that the plastic material was inserted together with the lens into the patient's eye. It was not removed and to date it is still in the eye with the lens. Reportedly the patient has not had any problems. No further information was provided.